Event description:
The customer stated that one patient sample generated a false positive result of 0.424 ug/ml for the architect troponin assay. The result was reported out and questioned by the patient's physician as it didn't align with the patient's clinical history. The same patient sample was then retested with negative results of 0.00. The customer is using a cut-off point of 0.03 ug/ml to determine positive from negative results. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The instrument was inspected by the field service engineer. Replacement of the wash-zone valve manifold and vacuum vessel drain valve by field service resolved the issue. All checks and calibrations performed to confirm that the instrument is performing per specifications. Ticket trending data in found no atypical complaint activity that could be related to the described issue. Review of the product labeling revealed that the issue in question is adequately addressed in the labeling claims. Based on the evaluation results, no deficiency was identified related to the malfunction reported by the customer